Manufacturer narrative:
Analysis of the pump revealed multiple cracks in the alarm resonator.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal drug pump intended to deliver gablofen (concentration and dosage unknown) for an unknown indication. It was stated that on (B)(6) 2016, the pump was explanted as part of a normal replacement. No issues were reported. No patient symptoms were reported. No device allegations were made and the pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to further testing and evaluation, the previously reported analysis finding has been updated. The alarm passed functional testing and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.